Event description:
The field engineer reported that the sys displayed a communication failure error message at boot up due to a failed ups. This error message will prevent the sys from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The sys was then found to be operating as intended.